Event description:
The customer reports there was blood loss due to a hole in the catheter. Hemoglobin drops from 10.6 to 8.5. Units of blood were transfused to the patient. The catheter was pulled and replaced.

Manufacturer narrative:
B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.